Event description:
A malfunction alarm was reported with the customer's pump. There was no reported impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump.